Event description:
This event was reported as valve explanted at implant due to tee showing valve would not close off, would not approximate and severe regurgitation. No further information was provided.